Event description:
The customer reported that a patient was burned during a t&a procedure. Bilateral oral burns occurred to the patient's mouth, lip and tongue. The burn degree was not determined. The patient was treated with ointment, and medication for pain and swelling., e3310 suction coagulator, and e2505-10fr suction coagulator were used during the procedure. Burn degree was not determined; treatment included medication for pain + swelling, and ointment. The e3310 was used initially but after incident it was removed from use and an e2505-10fr was used.

Manufacturer narrative:
(B)(4). The incident device is being held by the site and is not being returned to covidien for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.